Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
It was reported that during an arthroscopy surgery a malformation on the arthroscopy tubing occurred that developed a hole during the procedure in the arthroscopy column. A breakage of the device occurred outside of the patient and the surgery has been prolonged. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 01-jan-2022: it was confirmed that an arthrex pump ar-6480 (s/n: (B)(6) was used with the reported tubing. The pump settings were the basic ones for a knee arthroscopy i.e. With a pressure of about 35. There were no alarms or error messages during its use. The error was noticed when the surgeon detected air in the water supply to the patient's knee. The procedure had to be interrupted because it was impossible to continue with the reported tubing. A water leak was noticed at the neoprene sleeve. The pump's tubing was disconnected and it was further noticed that it is perforated and deformed. A hard protrusion was detected on the flexible part of the tubing and a crack/cut next to it. The neoprene cuff was not flattened or compressed. The lumen was of sufficient size. After the tubing was changed, the procedure was finalized successfully. Usual assembly of the tubing before the intervention.